Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the non-sjm guidewire could not be removed from the left ventricular lead. The guidewire and lead assembly was extracted and the lead and guidewire were replaced and the patient was stable.